Event description:
The customer and insulin pump trainer both felt that insulin was leaking from the insulin pump. They both smelled insulin, and the customer had felt wetness in the past. Troubleshooting was performed, and the insulin pump passed the self test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.